Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at a concentration of 21.0 mg/ml and a dose of 9.776 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient went to the clinic with flu like symptoms for 2 weeks including nausea, vomiting, 10lbs weight loss, and diarrhea starting on (B)(6) 2017. The clinical diagnosis was listed as acute withdrawal. It was noted the pump was audibly alarming and the patient had mistaken it for another alarm in their house. It was indicated the event was related to the device or therapy. The patient's pump was interrogated on (B)(6) 2017 and logs showed a reset occurred on (B)(6) 2017 at 18:03. A reset occurred - low battery and pump in safe state was also seen in the logs the same day at the same time. The pump was in minimum rate at this time. The pump was explanted/replaced on (B)(6) 2017 and was returned to the manufacture. The event resulted in a life threatening illness or injury but the outcome was not listed. No further complications anticipated. Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2017. Additional information received from a manufacture representative reported the patient came to the clinic with a critical alarm sounding. The reason for the alarm was unknown. The hcp did not think the patient has been getting any therapy because the patient was in withdrawals. The patient thought they had the flu but the hcp identified the patient had a critical alarm when they came in for an appointment. It was noted the pump was still alarming on (B)(6) 2017 and the pump was programmed off. Returned paperwork stated the analgesia was listed as feeling awful and the adverse effects were listed as nausea, vomiting, and diarrhea. A review of systems was done and for respiratory, renal, bleeding, cardiovascular, and gastrointestinal the test were all within normal limits. The patient's past medical history listed a sinus infection with nausea, vomiting, and diarrhea. The patient had never smoked and their blood pressure was 118/66. The patient's pump was replaced without dilaudid. It was noted the pump was at the gluteal and was accessed twice with erythema, tender, and swelling. The patient was within normal limits for general, heent, chest and neurological examination. The pump was aspirated and 16.2 ml was aspirated when 13.4ml were expected. The pre-op laboratory order request included a pump replacement, complete blood count, prothrombin time, partial thromboplastin time, and urine analysis.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump battery with high resistance. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.